Event description:
It was reported that during central processing, there was a broken cable on the monopolar curved scissors (mcs) instrument. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found to have a frayed grip cable at the distal end.